Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing through pinch valve (lv8) had become disconnected from the fitting. The fse reattached the tubing and the instrument performed without any leaks, but the instrument continued to fail controls. The fse observed the pinch valve (lv3) was not actuating. The fse replaced pinch valve (lv13) and the instrument passed all controls. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the controls were performing high for white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt); and approximately 5 mls of fluid leaked from the probe assembly of the coulter ac·t diff analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.